Manufacturer narrative:
(B)(4). The information for this issue was received from the FDA under medwatch mw5066289. The incident sample and additional information was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic sleeve gastrectomy, the insulation at the tip of the device was found to be loose. The instrument was removed from the surgical field and no patient injury occurred.